Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was going to be implanted with an impella cp device for mechanical circulatory support. It was reported that upon reaching the aortoiliac bifurcation, the physician was unable to advance the pump and the impella was removed. The impella wire was repositioned in the left ventricle (lv) and the second attempt to advance impella was unsuccessful. The third attempt to place the impella included an exchange of the 13cm sheath for a 25cm length sheath. However, the physician was unable to fully advance beyond the aortoiliac bifurcation. Contralateral access was obtained with further narrowing, however the physician decided to abort further attempts of impella placement. No further information was available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ this report is being filed as part of a retrospective review of historical records.